Manufacturer narrative:
On (B)(6) 2020 the return receipt date previously thought to be (B)(6) 2020, was clarified to be (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation (mre) was performed for the finished device number 7315444, and no non-conformance's related to the reported complaint were identified. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device explanted and returned to mentor with no accompanying information. Manufacturer¿s reference number: (B)(4).

Event description:
Two 450cc mentor memorygel breast implants were received by the mentor product analysis lab with no accompanying information. The devices were received on june 29, 2020 and processed on july 21, 2020 after multiple attempts at obtaining additional event details, but no additional information was provided. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two saline breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. See 1645337-2020-09302 for contralateral prosthesis report.